Event description:
The information received from the affiliate states that this female patient was presented to the interventional lab for an embolization procedure of an aneurysm located in the posterior communicating artery (p-com). The size of the aneurysm was measured at 6mm and the neck was measured at 3mm. The physcian made access to the patient in the femoral artery. A transcend guidewire was used to access the target vessel and a prowler microcatheter was used to access the lesion. The information states that the physician had difficulty with the zipper of the coil while trying to re-zip the coil introducer. The coil was removed. One coil had previously been placed through this microcatheter before this event. There was no reported injury to the patient. The patient was not placed on any medication following the procedure and no additional intervention was performed.